Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. The patient was at home. The patient was recovering from the peritonitis. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). Further investigation has determined that this is a duplicate record. Additional activity and follow up information will be completed in report # 1416980-2012-01254.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this event. Manufacturing records were reviewed, and there were no issues detected during the production of the lot associated with this report.